Manufacturer narrative:
No product has been made available for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. No issues or nonconformance's were found and no trends were identified on review of manufacturing records. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
This incident was reported by the patient to the manufacturer, and only limited information has been provided. According to the available details, the patient experienced an unspecified eye infection affecting both eyes they believe is related to contact lens use. The patient states they sought medical attention at an urgent care facility where tetracaine was administered and an exam performed with fluorescein, and moxifloxacin was prescribed. The condition reportedly resolved without the need for any follow-up visits. This event is being reported in an abundance of caution due to the unknown nature or severity of the alleged infection with a lack of medical information, and the potential for serious or permanent injury, or medication to prevent or preclude the occurrence of such event, associated with some ocular infections. Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
Device samples were returned for analysis and inspected on march 10, 2026. Manufacturers incident report is updated to reflect the results of device analysis and investigations. Refer to the following fields for updated or corrected data: b6, h6. Based on manufacturer analysis of the returned device(s) and investigation, no root cause could be established. The relationship between the coopervision device and the event is unconfirmed. Should additional information become available additional investigation will be completed and a follow-up submitted as appropriate.

Event description:
This incident was reported by the patient to the manufacturer, and only limited information has been provided. According to the available details, the patient experienced an unspecified eye infection affecting both eyes they believe is related to contact lens use. The patient states they sought medical attention at an urgent care facility where tetracaine was administered and an exam performed with fluorescein, and moxifloxacin was prescribed. The condition reportedly resolved without the need for any follow-up visits. This event is being reported in an abundance of caution due to the unknown nature or severity of the alleged infection with a lack of medical information, and the potential for serious or permanent injury, or medication to prevent or preclude the occurrence of such event, associated with some ocular infections. Should further information become available, a follow-up report will be submitted as appropriate.